Event description:
Nellcor puritan bennett received a call on 10/28/1998. Source called to report the following problem: all leds on with constant single tone alarm with no volume delivered. No patient harm.